Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation and the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). - the dentist reported that 2 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, the patient presented bone type ii, immediate implant and immediate load were performed and bone graft was executed.